Manufacturer narrative:
UDI; (B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the power module device housing was cracked, fall damage (housing broken) and device had one red indicator (liquid). It was further determined that the device failed pretest for general condition and lever, information button and self test, charging and checking of power module in charger, function test and check indicator (liquid damage). This event did not occur during surgery. There was no patient involvement. The exact date of this event is unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.